Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ columbia cna agar with 5% sheep blood catalog number 221352 which is a class I, preamendment device. Investigation summary: event description: it was reported that 5 of 10 packages with plates would have show contamination. Complaint history review: the complaint trends were reviewed and similar complaints were found for this lot number. Therefore, a mrb (material review board) was performed and the results were documented within a cid (corrective and preventive action initiation determination). Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: pictures were provided showing the reported contamination. The retention samples were reviewed and one plate with contamination was detected. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. Please note that this product does not have an sal claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. We only release product batches to the market with an aql (acceptable quality level) = 1.5. Although this contamination level is very low, we cannot completely exclude that a customer may receive a contaminated plate. As several complaints were reported for this product lot number regarding contamination, a mrb (mrb (B)(4)) and cid (# (B)(4)) were created for further evaluation. As a root cause it could be identified that the blood pool which was used during a timely isolated production frame was contaminated. The contaminant which was also identified on one plate in the retain samples, is easy detectable as it grows before incubation. Investigation conclusion: based upon our investigation the complaint was confirmed.

Event description:
It was reported that prior to use, 5 packages of bd¿ columbia cna agar with 5% sheep blood, improved ii, plate, 90 mm x 20 were contaminated. There was no report of patient impact. The following information was provided by the initial reporter: we detected secondary contamination on 5 of the 10 packages we received of columbia cna 5%sb improv (ref no 257303), lot number 2004161.